Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the nozzle and readjusted the clot detect values. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There were two similar complaints identified during the searched period, which includes this event. The aia-360 operator's manual under section 7-1: list of error messages is as follows: no.: 4017 error message: spec.sy clog detected. Description: specimen clog was detected. Troubleshooting: the item is not assayed. Repeat assay. The most probable cause for spec sy clog detected was the nozzle assembly/impasse voltage needed to be adjusted.

Event description:
On (B)(6) 2017, a customer reported error 4017 spec. Sy clog detected on the aia-360 instrument. The error occurred while the customer was running quality control on the ipth kidney marker. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The instrument was installed on 3 feb 2017. A complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of 16-october-2017, which included data from 3 feb 2017 through 16-october-2017. There were two similar complaints identified during the searched period, which includes this event.